Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with preoperative diagnosis of pseudoarthrosis, c6-7, with persistent spondylosis and recurrent radiculopathy and underwent the following procedure :removal of c5 to c7 anterior cervical plate hemicorporectomy, c7, with use of the operating microscope; revision c6-7 anterior cervical fusion with fibular allograft and rhbmp-2; application of maxan plate. As per operative note ¿ surgeon enlarged the hole within the fibular allograft with a drill to accommodate one third of one piece of a small kit of rhbmp-2. This was then placed within the graft and the endplates were rasped, and then the graft pl aced and tamped into position and countersunk a few mm¿. The patient tolerated the procedure well with no intra-op complications.